Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo right coronary artery that is 90% stenosed. A 2.25x15mm nc trek balloon dilatation catheter (bdc) was advanced; however, the balloon ruptured at 14 atmospheres at the first inflation. Another nc trek bdc was used to successfully complete the procedure. There were no adverse patients effects and no clinically significant delay. No additional information was provided.